Manufacturer narrative:
No sample was received by manufacturing for evaluation. Per the device contract manufacturer, a check of the batch product record for the provided lot number showed, no unusual manufacturing issues. Additionally, a check of the complaint records showed, six other complaints against the reported lot. With no additional, related information provided, the customer reported event was not confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before vitrectomy procedure the regulator fails to dispense the gas due to knob problem. The procedure was completed and there was no harm to the patient.